Manufacturer narrative:
Updated fields: h2, h11. Additional information: additional information was received from the initial reporter. The surgeon was feeling well at the time this information was received and is waiting for magnetic resonance (mr). The surgeon reported having received an electric shock in the right eye through the surgeon side console (ssc) viewer when the monopolar and bipolar instruments came into contact inside the patient. The da vinci system had been used again but in another hospital. The affected part involved with this complaint is a field scrap item and will not be returned to intuitive surgical, inc. (Isi) for further investigation. The complaint was not confirmed based on the field evaluation. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. All parts were noted to be working properly with no burn or damage observed. The head sensor transmitter and ssc speakers were replaced proactively for more safety and customer satisfaction.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon received an electric shock on the right cheek while using the surgeon side console (ssc). The surgeon subsequently felt pain in her right eye, and non-sensitivity in the lower part of her right face and lips. The surgeon took corticosteroids for keratosis and visited a neurologist. According to the neurologist, the surgeon had reportedly suffered post-electrocution symptoms from which she is recovering well.